Event description:
The hospital reported that during the endoscopic vein harvesting procedure, it was noticed that the device had the wires exposed. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. On 10/12/2007, failure analysis investigation noticed that a cold jaw boot insulation was missing. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: the tri-heater wire assembly was properly attached on the hot jaw boot with no non-conformities found. Complaint is not confirmed for wire on one of the jaw exposed. All exposed wires were in their proper position as by product design. It is not possible to determine the root cause or even provide a probable cause since there were no non-conformities discovered during the investigation regarding wire on one of the jaw exposed. During investigation, it was noticed that a cold jaw boot insulation was missing. A lhr review was completed for the product, there was no nonconformance associated with the lot number.